Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 60% to 1% suddenly. Customer reported blood glucose level was 84 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.